Manufacturer narrative:
Analysis found no anomaly with the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that two leads were implanted on (B)(6) 2015 for the "test phase", and that one of them worked normally but the other did not work properly post-operative. The issue was identified as there was high impedance on the lead and no paresthesia. Impedance measurements were taken several times, and the impedance were high but not out of range (approximately 4,000 ohms). Stimulation at the maximum output of 10.5 volts did not stimulate. A surgical intervention occurred; the clinician decided to remove the non-functioning lead and reimplant a new lead. The issue was resolved. The patient's medical history included high blood pressure, dyslipemia, and smoking. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.